Event description:
It was reported that the Implantable Pulse Generator (IPG) of the patient had a device malfunction. The patient underwent an IPG explant procedure. No further information has been obtained.

Manufacturer narrative:
Block B3: Approximated based on the date the manufacturer became aware of the event.